Manufacturer narrative:
Conclusion: the subject delivery catheter system (dcs) was returned to medtronic for analysis. There was a severe bend to the stability shaft due to the way in which it was packaged for return. Five nitinol crowns appeared to have lifted at the capsule tip, with two of these crowns having punctured the capsule outer layer, confirming the reported event. A number of factors may cause or contribute to nitinol crown protrusion, including an unanticipated interaction between the capsule flare and a hard surface during loading or insertion (interaction with loading system or introducer sheath). In this case it was reported that prior to implant of this valve, the capsule was checked for bumps, and fluoroscopy confirmed that no misload occurred. The nitinol protrusion was first observed when inserting the dcs into the sheath. Updated: h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an elapsed time for loading the second system for about 10 minutes. Contradicting information was received which reported that the dcs with the nitinol protrusion was observed at the 6 o'clock position was not inserted into the patient's body. No adverse patient effects were reported.

Manufacturer narrative:
Updated b5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device was not returned, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Select patient information cannot be documented in the file due to regional privacy regulations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that prior to implant of this transcatheter bioprosthetic valve, the valve was loaded on the delivery catheter system (dcs). The capsule was touched to check for bumps, and it was confirmed by fluoroscopy that there was no misload. The dcs was advanced into the left ventricle at the 3 o'clock position. Subsequently, a nitinol protrusion was observed at the 6 o'clock position. The dcs was withdrawn from the patient. It was noted that the lower end of the valve appeared to be stuck in the capsule of the dcs. A new valve was loaded on a new dcs. The valve was successfully implanted in the patient. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the delivery catheter system (dcs) was received without a valve loaded within the capsule. The handle was intact. There was a severe bend to the stability shaft due to the way in which it was packaged for return. The device was received with the capsule partially opened. The deployment knob retracted and advanced the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism was intact. The device was returned with the end cap/screw gear snap fit connected. The inner member shaft and spindle hub was intact with no evidence of damage. 5 nitinol crowns appear to have lifted at the capsule tip, with two of these crowns having punctured the capsule outer layer. Conclusion: the investigation is in progress. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the nitinol protrusion was first observed when inserting the dcs into the sheath. Further information was received clarifying that the dcs with the nitinol protrusion was not inserted into the patient¿s body.